Manufacturer narrative:
(B)(4). Batch # unk. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Photographic analysis: only a picture of the sample was received for analysis. Upon visual inspection of the picture, it appears like the seal is partially open. However, no definitive conclusion could be reached as the photo is not clear enough and as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer, before used on the patient, the surgeon found the packing was broken. Another like product was used to complete the procedure. There were no patient consequences reported.